Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regs0763 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same us facility.

Event description:
It was reported by customer that "20g accucaths kinking during insertion. The guide wire passes smoothly but on 3 separate incidences this week, the catheter is unable to pass over the wire." This report addresses the second event.